Manufacturer narrative:
The initial reported event of [infection/erosion] was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was removed due to an infection. The patient was having an upgrade procedure from an ipg to an implantable cardioverter defibrillator (ICD) and when the physician opened the pocket, yellow drainage was noticed in the pocket. Cultures were taken. It was further reported that the implantable pulse generator (ipg) had been implanted with an absorbable envelope. It was also further reported that the aerobic culture tested positive for propionibacterium acnes. No further patient complications have been reported as a result of this event.